Event description:
Site reported that the light adjustable lens in the patient's left eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments.

Manufacturer narrative:
Site reported that the light adjustable lens in the patient's left eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. The explanted lens was returned for evaluation. Inspection and optical testing of the returned lens identified the presence of a zone in the center of the lens which is indicative of premature photopolymerization of the lens.

Manufacturer narrative:
Site reported that the light adjustable lens in the patient's left eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Device history record for the lens was reviewed. No issues were noted. The explanted lens is in process of being returned for evaluation.

Event description:
Site reported that the light adjustable lens in the patient's left eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments.